Event description:
During preventative maintenance of the device, the user facility's biomed reported that the small roller pump would not spin and makes a grinding noise when turned by hand. There was no pt involvement. Investigation in process, but not yet completed.